Manufacturer narrative:
Concomitant product: product ID 37602, implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that impedance measurements on (B)(6) 2013 showed that all pairs with contact zero had impedance values in the 6000s. Other impedance values were in the normal range. It was further reported that after an ¿initial period of doing well¿ following a device replacement procedure, the patient complained of painful numbness and ¿pins and needles¿ in her fingers and toes. It was noted that the patient also complained of stiffness and tightness in her legs and back. It was noted that the patient had two devices and it was unknown if one or both devices contributed to the symptoms. It was reported that the patient was ¿on holiday¿ but would be reviewed at her healthcare facility upon her return. It was noted that the patient's device amplitudes were reduced "already from the higher parameter" and the patient was switched off for more than 15 minutes and there was no improvement of her complaints. It was noted that the dystonia appeared the same during the period. Additional information has been requested but was not available as of the date of this report.

Event description:
It was stated that "a diagnosis of guilliane barr syndrome has been made". It was stated that the patient was admitted to another I nstitution for this. The patient outcome was not known. It was reported that this had "nothing to do with deep brain stimulation".